Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a baxter employed nurse from (B)(6) of diarrhea, "vomits" and bacterial peritonitis with culture positive for e. Coli in a patient coincident with extraneal viaflex and physioneal for automated peritoneal dialysis (apd). On the week of (B)(6) 2011, the patient experienced diarrhea, "vomits" and bacterial peritonitis, manifested by cloudy effluent and abdominal pain. On (B)(6) 2011, the patient was hospitalized for bacterial peritonitis. The nurse considered the degree of severity for the event of bacterial peritonitis as severe. The nurse reported "on the day of the event until the culture results", the patient was treated with vancomycin, and "at the time of the culture results" the patient started treatment with cotrimoxazole (trimethoprim and sulphamethoxazole) ip. On (B)(6) 2011, the patient started treatment with meropenem intravenously (IV). At the time of this report, the patient remained hospitalized and the event of bacterial peritonitis was unresolved. The outcome for the event of diarrhea and "vomits" was not reported. Treatment with cotrimoxazole and meropenem was ongoing. On an unreported date, the patient's pd catheter was removed and the patient began hemodialysis treatment. At the time of this report, the patient remained hospitalized with the event of peritonitis considered ongoing and improving. The nurse believed the bacterial peritonitis with culture positive for e. Coli was probably unrelated to extraneal viaflex and or physioneal therapies, however did not provide an opinion of causality for the events of diarrhea and "vomits."